Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found "disconnected" at a rehab facility; it is not known if the drive line was disconnected or power. Patient had the epc controller as well so it didn't have an emergency backup battery. The primary controller was switched out at the facility before patient came to the ER. Log file showed the controller lost external power which caused the pump stop and the clock to reset. This file ends with the dl being disconnected. The other log file showed the pump had trouble maintaining the set speed. No further or additional information was provided.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed a pump stop when external power was lost to the epc controller; however, a direct cause for the loss of external power could not be conclusively determined through this evaluation. Additionally, evaluation of the submitted log files confirmed pump stoppages due to driveline disconnects and the motor stop command being pressed, which is consistent with the report of an intentional pump stoppage in order to treat the patient. Furthermore, a direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. The submitted log file from the primary controller contained approximately 6 days and 2 hours of data. The data captured in the log file showed normal pump operation from time stamp day 552, hour 13, minute 43 to day 558, hour 14, minute 34 until a complete loss of external power was recorded. The pump remained off for an undetermined amount of time until the patient reconnected to external power. The pump regained speed following the reconnection of external power and operated as intended for approximately 41 minutes until the driveline was disconnected in order to exchange the controller. The submitted log file from the backup controller contained approximately 1 hour and 30 minutes of data. The log file captured a pump disconnected alarm until the controller exchange was performed. Once the controller was exchanged, the pump began to operate at the fixed speed of 9200 rpm. Approximately 1 hour and 22 minutes later the log file recorded a pump stop due to the motor stop command being pressed. The pump dropped down to as low as 130 rpm before regaining speed. Within the same minute the motor stop command was pressed again, and the pump stopped completely. The log file recorded the pump at 0 rpm for approximately 2 minutes. Immediately following this event external power was disconnected from the controller and the driveline was disconnected. External power was reconnected and disconnected 9 more times throughout the log file and the driveline was reconnected and disconnected again 5 more times throughout the log file. There was a brief period of time of an unknown duration where external power and the driveline were connected and the pump ran at a speed of approximately 1000 rpm. The end of the log file captured the driveline disconnected. The events captured from the motor stop command through the rest of the log file appear consistent with the report that the patient¿s pump was stopped in order for emergency treatment in the hospital. The hmii lvas instructions for use (IFU) addresses all alarm conditions and the proper actions associated with them. The IFU also explains that at least one system controller power cable must be connected to a power source at all times. Disconnecting both power cables at the same time will cause the pump to stop. The hmii lvas IFU and the hmii patient handbook also explains that disconnecting the driveline from the system controller will cause the pump to stop. The heartmate ii lvas IFU outlines all system monitor operations and alarm messages and provides information regarding the pump stop button. This document explains that the pump stops within the first few seconds of holding down the pump stop button; however, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient had expired on (B)(6) 2019 after his driveline was disconnected. The patient was originally found down and disconnected at the rehab facility. His driveline was reconnected after CPR and a controller exchange was performed. The patient was then brought to the ER where he continued to have issues and the driveline was disconnected again. The cause of death was not provided. The patient had a do not resuscitate (dnr) order. The device was not explanted and not returned for evaluation.

Event description:
The first log file submitted shows the pump running fine until the controller lost total power causing a pump stop. Pump was connected back to the patient cable and was running until about 41 minutes later when power to the controller was lost once again showing the pump disconnected. May have been when the controller was being exchanged. The second log file after the controller was exchanged shows the pump had trouble maintaining the set speed. The first events of the second log submitted showed the controller connected to the patient cable but the driveline disconnected. Pump was eventually connected and was running for about an hour and twenty four minutes when the driveline shows disconnected again. Cell battery in the controller also shows low during these events. Controller was again connected to the driveline once again for about 4 minutes when it was disconnected again and remained disconnected for the remainder of the log file. Each time the driveline is disconnected the internal clock resets to all zeroes. Exact times of the events were difficult to determine due to the format of the time stamp for epc controllers.

Manufacturer narrative:
This report is for the lvas pump. This event was also reported against the first epc controller (pre-exchange) in MFR. Report #2916596-2020-00208 and the second epc controller (post-exchange) in MFR. Report #2916596-2020-00488.